Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (intraperitoneal (ip), 2 grams once daily, duration not reported), injection fortum (ip, 1 milligram once daily, duration not reported) and injection heparin (dose, frequency, route and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event and antibiotic therapy was ongoing. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.